Manufacturer narrative:
Involved protaper next assortment x1/x2/x3 25mm that broke during use is not available and cannot be analyzed by our laboratory. Unused products have been evaluated according to our prescriptions and were found in compliance with specifications (measures, torque test). Nothing unusual to report was found during DHR review (batch #1502066). Sampling is representative, we can consider that the batch #1502066 for x1, x2 and x3 is conform. No fault found. Product meets specifications.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Event description:
In this event it was reported that a protaper next file broke during first use. The event outcome is unknown as of this MDR evaluation.